Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: what was the date of the initial procedure? (B)(6) 2017. What was the name of the procedure? N/a. Was the suture re-processed or re-sterilized? No. How was the suture re-processed? N/a. What tissue was the suture used on? N/a. What was the condition of the tissue during use (healthy, weak, diseased)? N/a. How was the ethilon suture placed (continuous or interrupted)? N/a. Can you clarify that the ¿suture had snapped¿? Surgeon¿s feedback when he did 2nd op on patient. Was the suture found broken post op? Yes. Was there any patient event prior to symptoms (fall, cough, etc)? N/a. Can you describe the appearance of the suture during second procedure? Suture snapped. Was the suture knots intact and suture broken in the middle? Yes. Do you have any photos from the second procedure? No. Do you have any samples of lot kdk180 for evaluation? No, all used up. What is the surgeon opinion as to the contributing factors to the post op breakage? Commented about suture quality. What are the patient age, gender, weight and bmi? Age n/a, gender ¿ male. Bmi n/a. What is the current condition of the patient? Per your response below: patient is doing fine now after revision surgery.

Event description:
It was reported that a patient underwent an unknown surgical procedure on (B)(6) 2017 and suture was used to close the abdominal wall. One day later, the patient returned and surgeon discovered that suture had broken. It was reported that the patient¿s bowels had protruded. The patient underwent a re-operation and a different type of suture was used to close. The current condition of the patient was reported as doing fine after the revision surgery.